Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unknown. How was the bleeding controlled? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. Is the current patient status known? Unknown. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9dp0d, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while using stapler it didn't formed stapler properly and bleeding throughout the case with mucosal tear. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. D4: batch # 566c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the joint cover damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Additionally, one photo was provided and it showed a label on a box. Device history review: a manufacturing record evaluation was performed for the finished device batch number 566c21, and no non-conformances were identified.